Event description:
It was reported that the ilet displayed alert 38 indicating a motor stall, the alert was verified in device history, and the user-recommended restart was performed but the alert recurred, after which the user was instructed to shut down the device and transition to backup therapy pending a replacement. Symptoms included no adverse clinical effects, and the user¿s blood glucose was 166 mg/dl without impact. Outcomes included temporary interruption of pump therapy and initiation of backup therapy. Investigation included review of device history and guided troubleshooting, including device restart and assessment of alert recurrence. Investigation of this device revealed a persistent motor stall alert consistent with a potential pump drive mechanism malfunction despite restart, prompting device replacement. It was concluded, based on previously established findings for similar reports, that the cause was an unresolved device malfunction of the pump motor/drive system with inconclusive root cause in the field.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.